Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. At the beginning of the run, the saline waste bag was filled with whole blood.

Manufacturer narrative:
(B)(4). Complete procedural details are unk. No alarm occurred to alert operator of deviation. The operator visually recognized this deviation and was able to continue to the end of the run by manually closing the valve. Operator estimates about 200 - 300 ml was lost based on volume in saline waste bag. The pt hb level dropped by 0.5 g/dl (approximately 1.5% hct) from day of to day after, based on sampling results. Disposable set is not available. The pt's diagnosis is indicated as agranulomatose (B)(6), this disease state can also generate hb level drop. The pt is fine the day after the procedure, it was not necessary to transfuse him rbc's. No additional adverse health effects have been observed. It is possible that a kink on the inlet line to the centrifuge could cause blood to fill the inlet air chamber and overflow into the prime solution waste bag (saline waste bag) only if the waste valve was misloaded thus not obstructing the waste line. This would not cause an immediate alarm until fluid imbalance of the centrifuge would manifest as centrifuge high pressure warning.